Event description:
The customer received questionable results for one hundred twenty one patient samples tested for testosterone. Of the one hundred twenty one samples, sixty eight were found to have erroneous testosterone results. All samples were repeated twice with the first repeats performed on another e170 analyzer (serial number (B)(4)) and the second repeats performed on the same e170 analyzer (serial number (B)(4)). The customer believed the second repeat value to be correct and corrected reports were issued for these values except for sample ids (B)(6). For sample ids (B)(6), the first repeat value was considered correct and corrected reports were issued for these values. Please reference the attachment to this medwatch for the patient data. No patients were adversely affected by the event. The e170 serial number is (B)(4). The customer declined a service visit and determined that the issue was attributed to a "bad" reagent pack. The customer ran quality control on the pack on (B)(6) 2012 and found that the controls were outside of their range. This prompted the customer to repeat the samples on a different pack.

Manufacturer narrative:
A specific root cause could not be determined. The reagent kit used was likely defective as indicated by the quality controls which were out of specifications with this kit prior to the event. Further investigations were not possible as the kit had been discarded by the customer. No adverse event was reported.